Manufacturer narrative:
Examination of both returned instrument cases confirms bracket delamination. A search of the complaint database for these product codes do find additional reports of bracket delamination. The root cause of the bracket delamination is unknown. Based on the provided lot codes both have been in service for approximately six and eight years prior this report. Repeated use over time is a likely factor. Based on the low frequency of reported events of bracket delamination, no corrective action is being pursued at this time. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic on the instrument holders in side the trays is delaminating.